Manufacturer narrative:
(B)(4)

Event description:
It was reported that, a 980 ventilator generated an inoperable error message. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and verified was not able to duplicate the reported condition. The se performed extended self-testing on the device and all tests passed.